Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a hotel room. The cause of death was heart attack. The caller did not know the customer's blood glucose at the time of passing. The customer was wearing the insulin pump at the time of death. The caller did not know if the customer used sensors or if one was worn at the time of death. The caller agreed to return the insulin pump for analysis. The caller stated that the battery was removed from the insulin pump on (B)(6) 2015 and the device has been without a battery since. The caller stated that, when the customer was found, the insulin pump was alarming that the customer was having a diabetic emergency and to call 911.